Manufacturer narrative:
The customer's report was duplicated and attributed to a foreign substance sticking on the main knob. The knob and cavity around the knob were cleaned to remedy the problem. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.